Manufacturer narrative:
Device mfg date is unk. Evaluation pending.

Event description:
In 2007, the sales rep reported that 2 months prior, during a one mo f/u visit after a 3 level cervical fusion in 2007, the surgeon noticed on x-ray that the bottom screw of the construct was backing out and the top one was proud. Add'l info rec'd on 14 dec 2007 via telephone, the sales rep reported that the surgeon did not have plans to do a revision at this time.